Event description:
It was reported that on (B)(6), 2025, when the nurse on duty used the central venous catheter to puncture the patient, when rinsing the catheter with normal saline, she found that the catheter arm was ruptured and immediately stopped using the central venous catheter and reported to the head nurse.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.